Manufacturer narrative:
(B)(4) results of investigation: the service technician performed bench testing. All testing¿s was performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator then passed 118 hour extended tests at customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions.

Event description:
It was reported that the patient expired while on ventilator. The event happened at the patients home. The ambulance were called and the husband said the wife had suffered enough over the years and he did not want to shock her or have anyone do compressions on her. They reported that the ventilator functioned as it should and continued to ventilate after the patient passed away. There are no accusations against the ventilator but it was quarantined and reported per the facilities protocol.